Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the lv lead dislodged, and was programmed off until it was later explanted and replaced.

Manufacturer narrative:
Concomitant medical products: dtbb1d4, crtd, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. No patient complications have been reported as a result of this event.